Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
During a follow-up on a procedure which took place on (B)(6) 2014, it was reported that this same patient underwent a previous procedure which occurred several years ago in which this patient experienced an esophageal ulcer. The patient¿s medical history is unknown. There is no further information about the hospitalization and if any additional intervention was performed. It was unknown in which hospital this procedure occurred , if any bwi products were involved and the event date. For the second procedure dated (B)(6) 2014 for this same patient, the procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification for this first procedure. However, no further information has been made available. Also the complaints received in csi from (B)(6) from 2011 to present have been reviewed. However, we were unable to locate a complaint for this previous procedure. Therefore, in order to report this event, we created this complaint with the product and account noted from the (B)(6) 2014 procedure. The event date used was (B)(6) 2011. Per 21 cfr, part 803, this complaint is reportable.